Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/15/2015 with the following findings: during investigation, a visual in section of the pump showed that the battery compartment was cracked at the threads. Unrelated to the complaint, the pump was powered on during testing and the display was found to be dim, fading and discolored. Also unrelated to the complaint, the keypad was observed to be thinning and torn at the down arrow button. The up arrow keypad button was found to be intermittently unresponsive during investigation. The keypad cover was removed and there was contamination found under the up arrow, down arrow and contrast button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the pump¿s battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.